Event description:
It was reported that a patient discovered there was no liquid in the patient line and that the patient line clamp was closed. This event occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not open the patient line clamp. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.